Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that precipitate contamination was observed associated with an em 2400, main module. The precipitate was observed briefly while priming and verifying. To resolve this issue, re-priming was performed with no further issues. There was no patient involvement. No additional information is available.